Manufacturer narrative:
The catheter has been evaluated and a separation was confirmed at approximately 87.8 cm from the distal tip of the catheter. Catheter separation. (B)(4).

Event description:
It was reported the catheter was found separated out of the package. The device was not used in the patient. No patient injury reported.